Event description:
Caller reported an occlusion alarm, but technical support was unable to verify alarm number in pump history. Details regarding blood glucose levels or cgm readings were not provided, so there was no reported impact to the customer's blood glucose level. To resolve issue, customer changed infusion set and cartridge, then resumed insulin. Caller reported experiencing recurring occlusion issues but declined further assistance. Technical support decided to close the case.